Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation sensation was unknown. When asked what steps were taken to resolve the issue they stated that the device was recalibrated and adjustments were made by a manufacturing representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were still having problems with their bowels a little bit. The patient stated it was hard to pinpoint when they first felt like the therapy wasn't working for them, but they felt like it wasn't helping with their bowel control part of the last week. Agent asked the patient if they felt the therapy was reducing their symptoms by 50% or better and the patient stated they didn't know if they were getting a 50% reduction in their symptoms or not, but they had noticed somewhat of a decrease in their bowel symptoms after changing to program 4 this past weekend. The patient also mentioned that they have not felt stimulation since implant date. The patient stated that they had increased the stimulation on programs 1, 3, and 4, but still did not feel any stimulation when they increased it. At the time of the call, program 4 was active and stimulation level was 3.0. Agent reviewed stimulation and program considerations with the patient. The patient understood and will monitor their symptoms after they make a change.

Event description:
Additional information was received from the patient. The patient reported that the second implant was (B)(6) of 2024. Shortly afterward, they noticed that it was different from the first implant. They felt that it wasn¿t working properly. They would continue to have problems and weren¿t feeling any stimulation. They the doctor and manufacturer representative (rep) only to be repeatedly told to keep adjusting the device and to give time to work. They stated that this went on for far too long and after numerous complaints their patience wore thin. They went back to the doctors office and met with both the doctor and rep for the second or third time. During this visit it was discovered that the device wasn¿t functioning and the battery was dead. They questioned how that was possible after 15 months. The decision was made to remove and replace it with a new device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.